Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and morphology changes, resulting in an inappropriate shock to this patient. It was noted this patient had undergone a magnetic resonance imaging (MRI) previously. This electrode remains in service. No adverse patient effects were reported.